Event description:
Medtronic received a report after injecting the dead space of the duo catheter and the syringe of the onyx18 was connected. When the injection was started, it was noticed the onyx was leaking and it appeared the hub or syringe was melted. As a result they could not continue to push the onyx into the venous side of the avm. The issue was compounded by the fact that they already occluded the vein and there was no way to shut the avm down because the catheter was not functional. Furthermore, there was no way to recess the vein for embolization so the only option was to completely shut down the avm via the arterial route. The healthcare provider felt this led to the patient suffering a stroke. The device was prepared as indicated in the IFU. The patient was undergoing arteriovenous malformation (avm). The avm was a grade 5 and in an eloquent region. The patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.